Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was not confirmed. The manufacturer evaluation did not reveal any problems with this device.

Event description:
It was reported that during a minimally invasive hallux surgery the machine handpiece became hot and stopped turning. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (ar-200m). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.